Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's lead revealed high impedances on the contacts. As a result, surgical intervention may be undertaken at a later date to address the issue. The device information is unknown at this time. Concomitant medical product and therapy dates unknown at this time.